Event description:
Medtronic received information that during the attempted implant of this annuloplasty ring to support the native mitral valve, a small paravalvular leak and significant mitral regurgitation was noted. The ring was removed and successfully replaced by a bioprosthetic valve. It was not reported whether the clinical observations were associated with an issue with this device or a patient condition. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was not reported if the ring would be returned for analysis. Additional information has been requested. (B)(4).